Event description:
Complainant alleged that after delivering five shocks to a male patient (age unknown), the device displayed a "bridge test failed" message. Complainant indicated that the patient subsequently expired.